Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that closed reduction was performed on a patient who sustained an anterior dislocation.